Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. Final analysis found an external insulation abrasion proximal to the suture sleeve tie impression breaching the optim sheath only. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.